Event description:
The client generated hiv-1 titer results with the cobas ampliprep/cobas taqman hiv-1 test that were at least 1.5 log10 titer less than those generated with the cobas amplicor hiv-1 monitor test.

Event description:
The client generated hiv-1 titer results with the cobas ampliprep/cobas taqman hiv-1 test that were at least 1.5 log10 titer less than those generated with the cobas amplicor hiv-1 monitor test.

Manufacturer narrative:
Method evaluation to include sequence analysis of specimen if available. Also possible investigation using the next generation test.there is no evidence of product malfunction at this time. Reliable results are dependent on adequate specimen collection, transport, storage and processing procedures. It is also possible that rare mutations within the highly conserved region of the viral genome covered by the test's primers and/or probe may result in the underquantitation of or failure to detect the virus. Results from the cobas ampliprep/cobas taqman hiv-1 test should be interpretted with consideration of all clinical and laboratory findings. Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next; users perform method correlation studies in their laboratory to quantify differences.

Manufacturer narrative:
Data from the qc kit release and component manufacturing process for the device was reviewed as part of the evaluation. Results were within specifications upon release and were within trend. Results provided by the customer show the negative and high positive controls were within range and valid. However, the low positive control was not included in the runs as instructed in the package insert. The actual device was not provided by the customer for evaluation. In addition, a sequence analysis of the related specimen was not performed since a sample was not provided by the customer. The root cause of the occasional under-quantitation is likely related to mismatches near the 3'-end between the sample sequence and the sequence of the upstream and downstream taqman primers, although there can be multiple affecting factors. Revisions to the procedural limitations section of the package insert have been initiated to communicate this known phenomenon. "Though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep/cobas taqman hiv-1 test primers and/or probe may result in the under-quantitation of or failure to detect the virus." "Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform correlation studies in their laboratory to quantify technology differences."review of the current product insert indicates that the results generated could be expected and are not indicaitve of a product nonconformance. Data presented in the method correlation section indicates that although there is a high correlation between the cobas ampliprep/cobas taqman hiv-1 test and the cobas amplicor hiv-1 monitor test, v1.5, approximately 1.5% of all samples tested with the cobas ampliprep/cobas taqman hiv-1 test showed lower quantitation by > 0.5 log when compared to the cobas ampliprep/cobas amplicor hiv-1 monitor test, v1.5. Revisions to the method correlation section of the package insert have been initiated to note this occurrence. "Note: approximately 1.5% of all samples tested showed lower quantitation by > 0.5 log when compared to the cobas ampliprep/cobas amplicor hiv-1 monitor test, v1.5."a second generation of the test has been developed that includes amplification and detection of a second region (the hiv-1 ltr region in addition to the hiv-1 gag gene) which will reduce incidents of underquantitation or falirue to detect the virus due to mutations in the viral genome. Submission of a supplemental PMA is anticipated for mid 2009.the cobas ampliprep/cobas taqman hiv-1 test is intended to be used as a monitoring assay and as such, it is unlikely that a physician would change a patient's treatment based on a single data point. As in this case, the patient's history and clinical manifestations would be considered before changes to treatment were made. The safety board concluded there was no likely risk to the patient and would not result in serious injury or death in this case.